Manufacturer narrative:
On (B)(6) 2019 dealer (B)(6) at (B)(6), stated the end user was treated for a slight concussion and bruising but has since been released and is currently home. An appointment was set by the dealer to meet with the mother to inspect the stroller. On 9/25/19 dealer (B)(6) of (B)(6) met with the mother to inspect the stroller. He later reported to sunrise medical that prior to him inspecting the stroller, the mother stated that she had not touched the stroller. (B)(6) proceeded to report that he noticed the red locking lever on the front of the seating system was in the locked position and he suspects the lever was in that position when the mother, in error, attempted to place the seat on the base preventing the latch to engage properly onto the stroller base. Dealer (B)(6), in his evaluation of the stroller, did not report any issues of malfunction or defect. However, the attempt to mount the seating system onto the stroller base while the locking lever is in the locked position will prevent the latch from engaging and may detach unexpectedly from the base. Product labeling includes and IFU (owner manual) with proper operating instructions as well as on-product labeling to ensure lock is not engaged when latching the seating system into place. This is an obvious case of user error and not following the documented instructions and warning labels. Based on the current risk assessment of this product, the health risk in the health risk assessment (hra) occurrence scale is improbable. Therefore, a field corrective action (fca) is not required. The labeling that is indicating the information outlined above, was affixed to the subject stroller at the time of manufacture. Sunrise medical has instructed the dealer to return the stroller for additional evaluation and inspection. If and when the stroller is returned to sunrise medical for evaluation, a supplemental report may be filed, provided that there are any new and relevant findings from the evaluation.

Event description:
Mother of end user reported to dealer at (B)(6) that on friday of last week ((B)(6) 2019) mother claims the entire seating system became disconnected from the base while her son was harnessed into the seat. Mother claims he fell head first onto the ground, 911 was called and her son was taken to (B)(6) hospital to be seen.